Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor displayed a 3230 error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The patient's father also reported that the monitor gets very hot when it is left plugged back in and wondered if the monitor was defective. The error code cleared. The monitor expected to be replaced. No patient complications have been reported as a result of this event.